Manufacturer narrative:
Evaluation of attached photo was provided by global device medical safety. Reviewed and evaluated attached photo: quality of attached picture is not good enough to confirm that eye was implanted with reported iol. However, multiple spots of opacification could be observed in the visual field. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history and complaint history cannot be performed due to no product identifying information was provided. A root cause has not been determined. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he has confirmed postoperative glistenings in an implanted intraocular lens (iol)s. There is no reported harm to the patients. Additional information was requested.